Manufacturer narrative:
Other relevant device(s) are: product ID: 8781 lot/serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter; ubd: 04-apr-2020, UDI#: (B)(4). Product ID: 8782 lot/serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter; ubd: 12-jul-2020, UDI#: (B)(4). Product ID: 8784 lot/serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter; ubd: 17-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of lioresal at 300 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient had experienced a decrease in therapy after multiple revisions with a different healthcare provider (please refer [MFR report number 3004209178-2018-14884] & MFR report number 3004209178-2018-21012] regarding the previous revisions). The new hcp could not get cerebrospinal fluid (csf) to flow from the patient¿s catheter. It was unknown if there were any environmental/ external/ patient factors that may have led or contributed to the issue. Regarding diagnostics/ troubleshooting performed, the hcp performed a visual inspection of the pump and catheter. No cerebrospinal fluid (csf) was coming from the catheter. It was reported the hcp was concerned about tissue around the pump port. The hcp did notice that he saw what he thought was tissue growing into the catheter port area of the pump. Regarding interventions/actions taken to resolve the issue, the catheter was replaced on 2018-dec-10 with a new catheter. After removing the pump, the pump was washed, and the hcp flushed the catheter port via the catheter access port (cap) with preservative free saline to ensure flow. After clearing the port, the hcp re-implanted the pump, and it remains in service. It was reported the issue was resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. The patient¿s weight, other medications being taken, and medical history were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The doctor was attempting to aspirate directly from the catheter using a slip tip 1cc syringe when they were attempting to aspirate from the catheter. When the doctor saw the tissue, they disconnected the catheter from the pump port, and had the manufacturing representative take a picture. The doctor then used suction to make sure nothing was inside the pump connector of the catheter. It was reported the rep and the doctor were not certain why the catheter was not able to be aspirated. There was no visual damage to the catheter, and there were no kinks. Because the catheter could not be aspirated, the doctor did not attempt to verify placement in the intrathecal space by injecting dye. Regarding the tissue growth at the catheter port, the rep did not think the doctor concluded that the tissue prevented aspiration in this particular case ¿ but was afraid of the potential for it happening in the future. It was reported the catheter had been sent to pathology and will be discarded. The physician did not want an analysis of the catheter, as they did not feel it was defective in this case. It was reported the information had been confirmed with the physician/account.

Manufacturer narrative:
Device code (B)(4) only applies to product ID: 8781, serial # (B)(4); product ID: 8784, serial # (B)(4). If information is provided in the future, a supplemental report will be issued.